Event description:
It was reported that a patient presented in-clinic. Prior examination of the patient's implantable cardioverter defibrillator revealed post-paced t wave over-sensing. Corrective programming changes were made. The patient was stable throughout.